Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine pcbs and connections, gpos (general purpose operating system) and rtos (real time operating system) cpu pcbs were evaluated and reseated. The cine hard drive was also evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow cine runs to be played back. No patient serious injury or death was reported related to this event.